Event description:
The vice president from the pediatric care center reported that, "patient was being transported to the home from clinic. The child's father was carrying the child along with the ventilator inside the house when he noted the child's lips were blue. The father and nurse entered the home and checked the trach which was determined to be in place and began CPR and called 911. The child was transported to the hospital. At the time patient turning blue, there was no alarm according to the nurse and van driver". Although there is an allegation of no alarm, the reporter also indicated there is no allegation of vent malfunction causing patient harm. Vent was on external battery and hme at time of event.